Manufacturer narrative:
On 4/17/2019, the product investigation was completed. Upon receipt the device contained cloudy gel. No foreign material was observed within the device and gel were observed on the shell surface. During evaluation the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 5596205, and no non-conformances related to the reported complaint condition were identified. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 700cc mentor memorygel breast implant and an unspecified mentor gel implant, reported that the implants were too heavy, the right breast prosthesis looked larger, and that the left breast prosthesis has ruptured post-operatively. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2019. Doi is before manufactured date, the current available information will be reported now, and a follow up report will be submitted if clarification is received. This medwatch form is for the left breast prosthesis.